Event description:
It was reported that the device was in use with patient and was "believed to have underdelivered". Additional information has been requested regarding infusion rate and drug information. No adverse effects to patient reported.